Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported communication anomaly was confirmed in the laboratory and was due to a parity error located in the device memory. After correcting the parity error, tests performed showed normal device function. The root cause of the parity error was not conclusively determined.

Event description:
It was reported that during a routine follow-up, the device was unable to be interrogated. A message displayed, please locate device. The device was explanted and replaced.